Manufacturer narrative:
(B)(4)

Event description:
Patient was implanted bilaterally with two drg leads of the same lot number. It was reported that during the drg permanent lead implant procedure a dural puncture/ cerebrospinal fluid (csf) leak occurred. A blood patch was performed. It was noted that the patient experienced a headache which was improving over time.